Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's touchscreen was shattered. The contact reported that the customer was unsure of the cause of the shattered screen. Blood glucose level was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy as the pump was still functional.